Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they saw their hcp couple times and again today and was told to call manufacturer to see if the devices are working right. Patient reported the therapy is not working quite right for couple months since they received the replacement controller. Patient stated they are not getting any relief from the therapy and they feel stimulation down the leg every now and then. Patient stated the therapy is not helping her pain and she is not sure what is going on. Patient stated she need to make sure the device is running right. Agent asked patient o connect with controller, controller showed ins 90%, controller 80% charged. Agent asked patient to navigate the screens and patient said when she increase the stimulation on any programs on any groups she feels increase in stimulation sensation then she decrease the stimulation. Agent confirmed patient did not have fall or trauma. Agent reviewed device function and recommend patient consult with hcp ofc for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was working. They just had to charge it daily because the settings were up high to try and control pain. The patient was sent a new charger and just have to charge daily.